Manufacturer narrative:
Additional information provided in h.4. This report mailed in to FDA on: 11/16/2005.

Event description:
A clinical applications specialist (cas) was at the user facility for training and noticed tracker jitter on one pt with dark irises at 43% into the ablation. She further clarified her observation and stated she saw a shift in the limbal ring. She had the system operator interrupted the procedure and realign the limbal ring. The surgeon was unable to re-acquire on the eye, so the pt was moved out of the surgery suite and the system re-calibrated. The pt's remaining treatment plan was located and the procedure re-started. Once again, tracker jitter was noticed, but the surgeon was able to re-acquire right away and complete the procedure. The surgeon stated there was no injury/impact to the pt. At 6 weeks post-op, the pt was 20/25+ uncorrected visual acuity.